Manufacturer narrative:
Device labeling, available in print and online, states the vac drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic on hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the vac therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult physician immediately.

Event description:
The following information was reported to kci: it was reported that vac therapy was discontinued on (B)(6) 2010, due to an alleged reaction to the drape resulting in blisters that were not healing. On (B)(6) 2011, it was reported that the patient had developed an allergy to the v.a.c. Drape. On an unknown date, one of the blisters became infected and required a sharp debridement. The patient placed on cipro by mouth twice a week. It was reported that on (B)(6) 2011, the blisters were resolving.